Manufacturer narrative:
Date of birth: unknown. The provided age was used to create a placeholder date for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract when the safety button was pressed during use. Medwatch report# (B)(4) was filed in response to this event. The following information was provided by the initial reporter: "I was starting IV the needle did not retract when white knob was pressed."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract when the safety button was pressed during use. Medwatch report# (B)(4) was filed in response to this event. The following information was provided by the initial reporter: "I was starting IV the needle did not retract when white knob was pressed."